Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and right common iliac artery aneurysm. The right internal iliac artery was coiled at that time. There was considerable angulation in the right limb so a decision was made not to extend the graft distally. On (B)(6) 2011, an intervention occurred. A gore excluder aaa iliac extender aaa endoprosthesis was placed to extend the right limb distally, which resolved the type-1 endoleak. Completion angiography identified a type-2 endoleak originating from the inferior mesenteric artery or perhaps the superior mesenteric artery. It was felt that nothing further needed to be done. The pt tolerated the procedure well. The physician will continue to monitor the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Add'l gore device related to this event: (B)(4).